Event description:
It was reported that a patient presented with twidder's syndrome, which resulted in the dislodgement of the system leads and migration of the device. The entire system was explanted on (B)(6) 2026. No adverse patient consequences were reported.